Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2014, the procedure was performed to treat a 100% occluded lesion in the right coronary artery (rca). This was an st elevated myocardial infarction (stemi) patient. Pre-dilatation was performed and the 3.0 x 15 mm xience xpedition was implanted. The stent was confirmed to be fully apposed to the vessel via intravascular ultrasound (ivus). On (B)(6) 2014, a second procedure was performed to treat a 75% stenosed lesion in the left anterior descending (lad) artery. The 3.0 x 15 mm xience xpediton was direct-stented. The stent was confirmed to be fully apposed to the vessel via intravascular ultrasound (ivus). Aspirin and plavix were prescribed. It could not be confirmed that the patient was compliant in following the dual antiplatelet drug therapy (dapt) after the procedure. On (B)(6) 2015, the patient presented with in-stent restenosis in the lad stent and the rca stent. The physician commented that the patient is prone to metallic allergies, and believes this is a factor for the restenosis. The lad was treated with a non-abbott stent, and the rca was not treated. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Hypersensitivity and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. The additional xience xpedition referenced, is being filed under a separate medwatch report.